Event description:
Device malfunction: none. Symptoms/ae: visual disturbance. Time of symptoms/ae: two days after the procedure. It was reported that two days after an uneventful stenting procedure of the left internal carotid artery with embolic protection, the patient experienced a visual disturbance of the right eye described as "like a blob obstructing her vision." The symptoms reportedly came on gradually while the patient was at rest. She presented to the emergency department the next day and was diagnosed with central retinal artery occlusion. The symptoms are continuing. The patient has a history of atrial fibrillation. The condition was reported as continuing. The etiology of the occlusion is undetermined. Though requested, no additional information was available.

Manufacturer narrative:
Study event. The stent remains implanted in the patient. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.